Manufacturer narrative:
(B)(4) date sent: 9/16/2024 d4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished psee60a, with lot/batch number c9dk7a, and no non-conformance's were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. Additional information was requested and the following was obtained: did the device lock-out (no staples deployed and no cut line started) =currently unknown or did the device start to deploy staples and cut but could not be completed (partially fire) =currently unknown or, did the device fully fire and stop during the automatic knife return=no was there any difficulty opening the device?? ?=no if yes, how was the device removed from the patient?? ?=n/a if yes, did the jaws eventually open? =n/a this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown surgery, the knife moved forward but stopped moving on the way when articulated and dissected thick stomach. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.